Event description:
The customer reported that the insulin pump alarmed while attempting to bolus. The blood glucose reading was 148mg/dl. The caller stated that the battery was changed and the alarm did not occur. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the self and displacement test. However, the device was unable to prime during the prime test as a result of a flush/loose motor support disk.